Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2019-08916. It was reported the patient complained the scs system was not providing adequate pain relief. Reportedly, the patient advised the system makes his legs feel cold, and the pain has worsened since implant. Consequently, the patient requested to have the scs system removed. The date of the explant was undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-08916. Additional information regarding the exact date of the patient's explant procedure could not be obtained. The date of the procedure remains undetermined.